Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval, the electrode belt failed incoming functionality testing. The cause for the test failure was isolated to broken solder connections where the green, black, red, and white wires connect to the electrode belt distribution node pca board. The root cause for the broken solder connections at the wires could to be positively identified. On adverse event resulted from the defective electrode belt. The last pt to use this electrode belt did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed incoming functionality testing. The last pt to use this electrode belt did not report any deficiencies.